Event description:
The patient was treated 1 time by the lifevest. The patient's neurological status at the time of the event is unknown. Pulse delivered flags confirm treatment was delivered but there is no ECG recording. Patient received an unknown shock. The response buttons were not pressed during the event. No injury was reported from the treatment. The patient went to the hospital for evaluation. The patient continues to use the lifevest.

Manufacturer narrative:
The monitor and electrode belt were returned to the distributor. The evaluations are underway. Awaiting distributor's evaluation of returned equipment.

Event description:
The patient was treated 1 time by the lifevest. The patient's neurological status at the time of the event is unknown. Pulse delivered flags confirm treatment was delivered but there is no ECG recording. Patient received an unknown shock. The response buttons were not pressed during the event. No injury was reported from the treatment. The patient went to the hospital for evaluation. The patient continues to use the lifevest.

Manufacturer narrative:
Device evaluation of monitor and belt has been completed at the distributor. Treatment was confirmed and all gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction causing or contributing to the treatment. Monitor is downloading properly. Root cause of the missing ECG could not be determined. Sd card replaced as a precaution. The monitor and electrode belt were returned to the distributor. The evaluations are underway. Awaiting distributor's evaluation of returned equipment.